Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. The customer replaced the cartridge to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.